Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1812249, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that syringe 50ml ll clear 14ga 1-1/4in is difficult to use. This was discovered during use. The following information was provided by the initial reporter: the syringe is very difficult to use. Normal when opening, very difficult to apply.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll clear 14ga 1-1/4in is difficult to use. This was discovered during use. The following information was provided by the initial reporter: the syringe is very difficult to use. Normal when opening, very difficult to apply.

Event description:
It was reported that syringe 50ml ll clear 14ga 1-1/4in is difficult to use. This was discovered during use. The following information was provided by the initial reporter: the syringe is very difficult to use. Normal when opening, very difficult to apply.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on: 2020. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: one used sample was returned to our quality team for investigation. Upon visual inspection, the stopper was properly assembled onto the plunger and no damage or molding defects were observed in the syringe that could have contributed to the reported incident. A device history review was performed for reported lot 1812249, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Results for the reported lot as well as all retained samples were evaluated and found to be within required specifications. Investigation conclusion: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause description: based on the available information we are not able to determine a root cause at this time. Rationale: based on qda limits for this product and defect no corrective action is required at this time.